Event description:
During the post-operative ((B)(6) 2011 radiographs), dr. (B)(6) found that two fins broken. For this reason, the pt required reoperation dated (B)(6) 2011.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.